Manufacturer narrative:
Remains implanted.

Event description:
It was reported via (B)(6) clinical study that a screw at l5 loosened post-operatively. The patient did not fuse. The screw remains implanted in the patient, there is no plan for revision surgery at this time.

Event description:
It was reported via cascadia clinical study that a screw at l5 loosened post-operatively. The patient did not fuse. The screw remains implanted in the patient, there is no plan for revision surgery at this time.

Manufacturer narrative:
The device was not available for inspection as it remains implanted in the patient. Device and complaint history records could not be reviewed as a valid lot number was not provided and could not be obtained. It was reported that a patient experienced non-union at l5-s1 and subsequent screw loosening. Per the IFU, internal fixation devices are load sharing devices which maintain alignment until healing occurs. If healing is delayed or does not occur the implant could eventually break, bend or loosen. As no device was available for evaluation, the root cause can not be determined conclusively.